Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ectopic) pregnancy") and device expulsion ("migration of essure device location of device: lower uterine wall") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Concomitant products included levonorgestrel (mirena) since 2012 for birth control. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("extreme menstrual pain/dysmenorrhea (cramping),"). On (B)(6)2012, 3 years 2 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), headache ("migraines / headaches") and migraine ("migraines / headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), ibuprofen (motrin), surgery (plantiff required to undergo a surgical procedre for removal of the essure device.) And surgery. Essure was removed in 2013. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, dysmenorrhoea, anxiety, depression, headache and migraine outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: confirmed full occlusion and proper placement pregnancy test - on (B)(6)2009: positive ultrasound pelvis - on(B)(6)2009: positive ultrasound scan done. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: event added as migraines / headaches , migration of essure device location of device: lower uterine wall. Historical, concomitant condition and relevant lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ectopic) pregnancy") and device expulsion ("migration of essure device location of device: lower uterine wall") in a 29-year-old female patient (gravida 5, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Concurrent conditions included abdominal pain. Concomitant products included levonorgestrel (mirena) since 2012 for birth control as well as medroxyprogesterone (depo provera). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("extreme menstrual pain/dysmenorrhea (cramping),"). On (B)(6)2012, 3 years 1 month after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), headache ("migraines / headaches") and migraine ("migraines / headaches"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with paracetamol (tylenol), ibuprofen (motrin), surgery (plantiff required to undergo a surgical procedre for removal of the essure device.) And surgery. Essure was removed in 2013. At the time of the report, the ectopic pregnancy with contraceptive device and device expulsion outcome was unknown and the dysmenorrhoea, anxiety, depression, headache and migraine had not resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: confirmed full occlusion and proper placement pregnancy test - on (B)(6)2009: positive ultrasound pelvis - on (B)(6)2009: positive ultrasound scan done. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Essure start date updated from (B)(6)2009 to (B)(6)2009. Outcome of events dysmenorrhoea, anxiety, depression, headache and migraine updated from unknown to not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme menstrual pain"), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (plaintiff required to undergo a surgical procedure for removal of the essure device.). Essure was removed in 2011. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea and ectopic pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.